Manufacturer narrative:
The issue was reported on the q3-2019 vmsr report, however based on a second review the complaint was determined not reportable.

Event description:
The implant dropped from the implant driver. The malfunction did not cause or contribute to a death or serious injury.